Event description:
It was reported that post-operatively to a cardiac ablation procedure, the patient had difficulty biting through a sandwich and had difficulty chewing on the left side prior to discharge on the date of the procedure. The issue was surmised to be anesthesia related and the patient was discharged. The following day during a routine post procedure discharge call to the patient, it was revealed that the patient had ongoing symptoms and was advised to go to the emergency room. A computed tomography (CT) scan was performed and identified severe atherosclerotic stenosis of the proximal left cervical internal carotid artery, new abnormal low attenuation in the right posterior frontal deep white matter suspicious for acute infarct without acute intracranial hemorrhage, right cervical carotid atherosclerosis without hemodynamically significant stenosis, moderate aortic arch atherosclerosis, and mild cerebral atrophy. A magnetic resonance imaging (MRI) scan was performed the following day after the CT scan and confirmed a small acute focal infarct in the right mid corona radiata with no other areas of acute infarction. Neurological deficits were noted and symptoms were reported as improving and currently recovering/resolving. The patient was hospitalized for two days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.